Event description:
The customer reported a pt expired while being monitored on the panorama central station with ambulatory telepack, but the system did not alarm ventricular arrhythmias. Customer did not attribute the pt's death to the device.

Manufacturer narrative:
The company rep reviewed documentation of the event. The system provided heart rate and bradycardia alarms and performed within factory's specifications.